Manufacturer narrative:
The device was received for evaluation. During evaluation, functional system level testing was performed, and it was noted that no bubble was detected with large volume and syringe occlusion failed. The failures were caused by reversed magnets on the pump door. To resolve this issue, the door will be replaced during refurbishment. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 2400 compounder, it was observed that there were reversed magnets on the pump door which resulted in failed results during functional system level testing. There was no patient involvement. No additional information is available.